Manufacturer narrative:
Evaluation summary - the devices were returned in good condition. The tissue pad was examined, normal wear was visually seen and 100% present. Flaking of the tissue pad may be caused due to activation of the device while clamping without tissue being present in the entire jaw area. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. This can result in damage to the instrument.

Event description:
It was reported that during a neck dissection, the white tissue pad is melting a bit and sloughing off as a powdery residue into the patient. Eventually, the tissue pad stopped sloughing off and continued using it to complete the case. There were no adverse consequences to the patient.